Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at about 8 atmospheres for about 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.